Event description:
The customer reported the system displayed generator errors and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded generator data files. The system operates as intended.